Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure. During the procedure, the dart detached and was left inside the patient as it got stuck in the sacrospinous ligament. No further information has been obtained despite good faith efforts.